Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.